Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was dissected from the surrounding structures, reduced into the preperitoneal space. A large perfix plug (device #1) was secured using prolene sutures. A flat piece of mesh was then placed over the floor and secured using sutures.¿ (B)(6) 2011 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex hernia patch (device #2). Per operative notes, ¿the umbilicus was dissected off the hernia sac. The hernia sac reduced into the abdominal cavity. A ventralex hernia patch (device #2) was placed into the abdominal cavity using sutures.¿ (B)(6) 2012 - patient was diagnosed with chronic wound infected mesh with supraumbilical hernia thereby underwent repair with removal of mesh (device #2). Per operative notes, ¿an incision was made around the umbilicus. Patient noted a chronic fistulous tract with chronically infected mesh. The edge of the mesh (device #2) was dissected free from the undersurface of the abdominal wall. All adhesions were cleared off.¿ attorney alleges patient had abscesses, adhesions, fistulae, infection, pain.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details as to the nature of the patient's injuries are provided. No medical records have been provided. Information is limited at this time. . Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of ventralex mesh, patient was diagnosed with bacterial infection, adhesions and fistula thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, adhesions and fistula as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details as to the nature of the patient's injuries are provided. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿